Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter with an unknown serial number compared to an unknown laboratory method. The meter result was 5.4 inr. The laboratory result was 3.6 inr. The time interval between the two tests was less than 3 hours. The therapeutic range is 2.0 to 3.0 inr.

Manufacturer narrative:
No product is expected to be returned related to this case. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."